Manufacturer narrative:
Product performed to expectations, no failure detected, unusual event continue to monitor. Left multiple messages with customer contact and received no response.

Event description:
During a four hour surgery (level two laminextomy), it was noted the patient had redness from the shoulder to the abdominal area.